Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, wear abrasion, yellow particles in shell, a linear opening, and brown particles on valve. Leak test and microscopic analysis was performed which identified: irremovable brown particles in fill channel assessed as particle leakage, a smooth linear opening on radius side in the same location of the crease assessed as a fold flaw opening. The fill test inspection was performed, the result was no blockage. Based on the device analysis the final assessment is: a smooth crease opening assessed as a fold flaw opening. Also noted was irremovable particles in the fill channel, assessed as particle leakage.

Event description:
Healthcare professional reported left side deflation. Additionally, reported by the healthcare professional there was "hole in radius (edge)". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Event description:
Additionally, reported by the healthcare professional there was "hole in radius (edge)". Device has been explanted.

Manufacturer narrative:
Additional, changed and/or corrected data: b.5, b.6, d6b, g.2, h.6.